Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was further reported that the patient was seen on (B)(6) 2014 by a company representative. The patient desired reprogramming to get improved therapy coverage in her right leg. Reprogramming achieved this to the patients satisfaction. The increased pain that was previously reported had resolved. After programming, the patient stated she had 100% pain relief. The plan to revise the lead will be postponed/cancelled (it had not been scheduled per the company representative) as she had 100% pain relief. The patient was happy with the outcome.

Event description:
It was reported that the patient fell while camping two weeks prior to the report and had increased pain in the few days prior to the report. An x-ray reportedly revealed that the leads had moved down 1 to 1.5 vertebrae. It was noted that it was unknown if the product failed or not. It was also noted that a revision would be scheduled. Trouble shooting consisted of impedance testing, x-rays, and reprogramming. It was further reported that the patient was alive with no injury but had symptoms of less than 50% therapeutic relief. It was noted that the location of the issue or symptom was at the lead location. Additional information has been requested but was not available as of the date of this report.